Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports skin infection and hospitalization due to sensor. Products are not expected to return.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.